Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer(patient¿s wife). The test strips were requested for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. (B)(6). All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The alleged 6.4 inr and 3.2 inr on (B)(6) 2021 were actually listed in the meter's memory as 6.2 inr and 3.4 inr ten minutes later on (B)(6) 2021. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter (B)(4). The result from the meter was 6.4 inr the result from the meter was 3.2 inr. The measurements were taken directly one after the other. The patient was advised to take 0.5 a tablet of marcumar each. The patient¿s therapeutic range is 3.0-4.0 inr.